Event description:
The customer reported during a diagnostic upper endoscopy the gastrointestinal videoscope was glitching. There was no patient injury reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.